Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced component separation and a loose IV set connection separated / detached. The following information was provided by the initial reporter: item: 11532269. Once incident. One tubing just separated. Others there was blood that came into the tubing. Patient information unavailable. No patient harm. Per customer email responses: I am cc¿ing nicu manager- who can explain the adverse events better than I. At least one nicu baby lost blood which is a huge safety issue. The lot: 20065136 was pulled and there have not been any further events. This was bd alaris pump infusion set ref: 11532269 lot#: 20065136. The adverse event was the tubing coming apart when it was attached to the nicu babies. All were caught in time. We are having trouble with the infusion set coming apart at the filter site. This has happened a few times this week on one infant.

Manufacturer narrative:
The customer reported that the infusion set came apart at the filter site. The customer provided a photo showing a separation at the engagement between the tubing and inlet of filter. Closer inspection observed that a part of the tubing sleeve, affixed on the nitro tubing, was torn and missing. It was unable to be determined if the torn off tubing sleeve was assembled on the filter inlet port. The reported infusion set model: 11532269, lot: 20065136 was not received for evaluation. The device history record for model: 11532269, lot: 20065136 shows the set was manufactured on 01jun2020 with a total of (B)(4) units. There were no quality notifications issued during the production build of this set. The customer's report that the infusion set came apart at the filter site was confirmed. The root cause was not identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced component separation and a loose IV set connection separated/detached. The following information was provided by the initial reporter: item: (B)(4). Once incident. One tubing just separated. Others there was blood that came into the tubing. Patient information unavailable. No patient harm. Per customer email responses: I am cc¿ing nicu manager- who can explain the adverse events better than I. At least one nicu baby lost blood which is a huge safety issue. The lot 20065136 was pulled and there have not been any further events. This was bd alaris pump infusion set ref 11532269 lot # 20065136. The adverse event was the tubing coming apart when it was attached to the nicu babies. All were caught in time. We are having trouble with the infusion set coming apart at the filter site. This has happened a few times this week on one infant.